Event description:
Customer reported that on (B)(6), 2014 due to not receiving her replacement meter she was unable to test and subsequently self-administered a glucagon injection. Customer originally called on (B)(6), 2014 and reported receiving an error message on the display of her adc blood glucose meter after inserting a competitor's test strip into the port. At the time of the initial call customer denied receiving any third-party intervention. Customer further reported that beginning on the night of (B)(6), 2014 she began to experience "dizziness and sweating". The symptoms persisted the next day, despite her attempts at eating unspecified foods and so she self-administered a glucagon injection. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
This is a final report. The reported medical event was related to a delivery issue; hence no product investigation will be undertaken. The new meter's serial number is unknown. All pertinent information available to abbott diabetes care has been submitted.